Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device problem code). Keeping UDI partial in emdr ((B)(4)) as serial number is unavailable. (B)(6) called regarding the battery in use message she noticed on the pump. Esp personal could hear a pump alarming in the background and asked what the alarm was, but she said that was a different pump that wasn't charging. Esp personnel asked her to confirm if the pump that the patient was on was in rescue or hybrid. She confirmed rescue, so esp personnel instructed her through re connecting it to the cart. Esp personnel could hear the audible tone and she confirmed it was then in hybrid and battery in use went away. A short time later, there was a low helium alarm. Esp personnel instructed (B)(6) to confirm the helium valve was fully open and the alarm continued. She got a new helium tank and esp personnel walked her through changing the tank. Esp personnel asked her to confirm that the back up pump that was in the room, that earlier esp personnel could hear alarming was also in hybrid and not rescue and she said it was. She was appreciative of the assistance.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging and low helium alarm. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.